Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaw coating of the tissue welder came off inside the leg. The harvester retrieved the tip through the original incision. A replacement unit was used to continue the procedure. During the same procedure, while inflating the btt balloon with the recommended air volume in IFU, the balloon popped. It was a clean burst and there was no intervention required. A replacement unit was used to complete the procedure. The hosp did not report any pt complications as a result. This report is for the first device.